Event description:
It was reported that the patient presented to the emergency room with the atrial lead exhibiting failure to capture and no sensing. Chest x-ray revealed that the lead had dislodged. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.